Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went to the chiropractor three days prior to this report and then experienced an increased urge to use the bathroom and decreased therapeutic effect two days prior to this report. It was noted that the patient went to the chiropractor due to some ¿trouble¿ with her upper neck and back. The chiropractor had reportedly stayed away from the ¿lower area.¿ the patient had reportedly had light vibration therapy and manipulation of the neck at the chiropractic appointment. The patient changed the amplitude and then switched from program 4 to program 3. It was noted that the patient then ¿seemed to be ok.¿ it was noted that the patient¿s therapy control seemed to be getting better on the day prior to this report. The patient reportedly had another appointment with the chiropractor on the day of this report. It was later reported that the patient still had concerns regarding the device or therapy but was working with the manufacturing representative. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va08xm0, implanted: (B)(6) 2013, product type: lead. (B)(4).